Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 32 x 2.75 promus premier drug-eluting stent was advanced for treatment; however, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage; distal stent struts were found to be lifted. The outer diameter of the undamaged crimped stent was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.